Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product is currently undergoing analysis. This report will be updated upon its completion.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode failed to convert the patient during defibrillation threshold (dft) testing approximately one month post-implant. The cause of the high dft measurements/non-conversion was not determined though it was noted that the s-ICD had migrated anteriorly after the suture securing the device tore through the muscle tissue. Both the device and electrode were explanted and replaced with a transvenous system. No adverse patient effects were reported.